Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 120 mg/dl. Reportedly, due to the inaccuracy, the customer's bg level reached 529 mg/dl. The customer administered a correction bolus via the pump to address the bg. Reportedly, the customer entered calibration values during periods when no cgm values were present. No additional patient or event information was available. A replacement sensor was sent to the customer.